Event description:
A zoll pt services rep contacted customer support to report difficulty when trying to record a baseline ECG of a (B)(4) male pt. The baseline was successful with a replacement belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause of the inability to successfully record an ECG baseline was a damaged cable on the electrode belt. The section of cable from the connector to the belt node had a cut in it. The cut extended through the outer jacket and separated the -3.3v wire. The root cause of the physical damage to the cable has not been determined. No adverse event resulted from the damaged electrode belt. The psr received a replacement electrode belt.